Manufacturer narrative:
Investigation conclusion. Investigation pending.

Event description:
Email received from customer alleging false negative hcg vs a different unspecified brand that tested positive. No patient information provided, no adverse patient sequela reported. No additional information available.

Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 20 miu/ml hcg urine control and 3 high level of hcg urine controns; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.